Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and while attempting to manipulate instruments from the surgeon console. The instrument jaws would not open and close. The observed movement was lesser than intended. There was no instrument-to-instrument or system arm-to-arm interference. No external collisions were noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps tip was not articulating. The procedure was completed with no reported injury.